Manufacturer narrative:
(B)(4).

Event description:
It was reported the patients implantable neurostimulator (ins) depleted prematurely. It was reported reprogramming was performed and the device was explanted. It was reported the battery lasted from (B)(6) 2011 through (B)(6) 2013 with the settings; amplitude 1.5v, rate 130hz, pw 60usg and impedances were found normal. It was reported the patient showed symptoms of parkinson's disease symptoms on the left side of the body. It was reported the patient was alive - no injury at time of report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. It was noted that the battery was at normal end of life with no telemetry. It was noted that no visual or electrical anomalies were found with the hybrid circuit. It was noted that the implantable neurostimulator (ins) battery was found to be depleted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.